Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 31-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist informed the customer that the user needed the fridge key, which had not yet been assigned and advised customer to reach out to the pharmacy to have the key assigned.

Event description:
It was reported that when using the bd pyxis¿ medbank tower user was unable to remove ativan from the refrigerator with lockbox. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.